Event description:
It was reported by service report that the corner of the footboard on the pt was left broken off and there were sharp edges and areas where fluid could ingress. The bed exit and scale were not functional as a result of the damage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.